Event description:
The following report was received from the study. The patient experienced a myocardial infarction in 2003. Upon review of the information received it was noted that the mi date is the same date as that of the index procedure, therefore it is unclear if the patient arrived with an mi or if the mi occurred on the same day following the index procedure.